Manufacturer narrative:
Concomitant medical products: dtba1q1, crtd, implanted: (B)(6) 2015. 459888, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing during atrial tachycardia/ atrial fibrillation episodes was observed on the right atrial (ra) lead. Diminished sensing was also noted during the episodes on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.